Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant uncovered w/encode placement flush. On removal and retuned to omfs encode abut (old and new) did not seat flush. Encode did not seat w/implant. Implant was removed. Procedure was completed using another implant. Tooth # 9.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A 3i t3â® with dcdâ® non-platform switched tapered implant 4 x 13mm (bnst413) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. Damage identified outside and inside of implant. Two unknown encode abutment were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing was performed for the returned product implant with an in-house stock cover screw and it can not fully seat into implant. Malfunction identified. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures images were not provided. Appropriate documentation was reported. DHR review was completed for the subject lot number (2020110189). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2020110189) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information for unknown encode abutment. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.